Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient¿s pump was flipping so the pump segment of the catheter was coiled and kinked. The patient was not getting medication after dye study. The residual volumes were way off and no efficacy. The patient lost a lot of weight which caused the pump to move a lot in the pocket. Action/intervention: removed the pump segment, replaced with 8784 and pocket revision. Outcome: the issue was resolved. The patient medical history was unknown. The patient status was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.